Event description:
It was reported to st. Jude medical that the device was explanted due to a device reset error during af(atrial fibrillation). Greater than 250 therapies were delivered which depleted the battery to eol (end of life) and the device was in back up service with no debibrillation support.